Manufacturer narrative:
The customer was advised to charge the battery fully. Per a good faith effort (gfe) response, the customer stated that they charged the battery as recommended. The customer then ran a battery test as described in the service manual. After 3 minutes of being unplugged, the voltage was 16.44; after 20 minutes, it was 15.3 volts. After the functional tests passed, the ventilator was returned for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The unit was removed from the patient without incident. The remote engineer advised the customer to allow the battery to charge overnight to see if there would be any change in battery voltage, and to also check the patient's room for an inop ac outlet where incident occurred, perform pvt and battery test if battery voltage is in spec or replace battery to correct issue if it does not fully charge and battery test fails. The onsite engineers looked in the log for any code that would correlate with a 35v failure, but none were found."

Event description:
Philips received a complaint by the customer on the v60 indicating that the device shut down on its own. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient nor was a delay noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and could not duplicate the reported problem. The remote engineer advised the customer to allow the battery to charge overnight to see if there would be any change in battery voltage, and to also check the patient's room for inoperative ac outlet where incident occurred. Also, perform the performance verification test (pvt) and battery test to see if the battery voltage is in specification or replace battery to correct issue if it does not fully charge and battery test fails. The engineer provided the part and the price for the part. The investigation is ongoing.